Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, procedural factors (manipulation of the delivery system, bent sapien xt valve frame), in addition to patient factors (horizontal aorta and thoracic aortic tortuosity) likely contributed to the injury. Of note, retrieval of the crimped xt valve completely through the esheath is not recommended. The instruction manuals state that in the event of non-deployment, the crimped valve/ds/esheath should be removed together as a unit. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards affiliate in japan, following the advancement of delivery system (ds) and 23mm sapien xt valve, tee indicated a dissection extending from the aortic arch to the descending aorta. A stent graft was placed to cover the injury. During the procedure, difficulties were encountered advancing the ds and valve so attempts were made to withdraw the ds by adjusting wire position; however, the guidewire in the lv came out and the ds became bent. In order to reinsert the stiff wire through the aortic valve, the physician attempted to withdraw the ds /sapien xt valve; however, the bottom of the valve frame got stuck during the attempt to withdraw it through the sheath. An unsuccessful attempt was then made to cross the native valve with an extra stiff wire. The ds was pulled to near the aortic arch and an extra stiff wire was placed to the ascending aorta. An attempt was then made to withdraw ds. Force was applied to the inner curvature of the artery by the ds and the valve frame cut into the pusher when ds was forcefully withdrawn. At that time, the ds was pulled and could be moved to the descending aorta; however, one of the valve frame struts was bent to a nearly 90 degree angle. Tee showed a dissection extending from the aortic arch to the descending aorta. In order to return the bent valve frame to the normal position, an attempt was made with a goose neck snare catheter, but it was unsuccessful. The dissection was gradually extending and retrieval by the snare catheter was abandoned. A decision was made to inflate the sapien xt valve at that position and place a stent graft from the aortic arch to the diaphragm inside of the sapien xt valve for "strengthening". A non-edwards sheath was inserted through the left femoral artery and the sapien xt valve was inflated. Tee was used during inflation to ensure that the aortic artery was not perforated by the bent valve frame. After deployment of the sapien xt valve in the descending aorta, a lunderquist wire was inserted through a sheath in the contralateral side and advanced to the ascending aorta. A stent graft was then placed to treat the dissection. After implantation and placement of all devices, it was confirmed that the bent sapien xt valve frame did not perforate anywhere and the stent graft appropriately covered the dissection. The patient was extubated and left the operating room. A transapical tavr procedure will be scheduled at a later date. The native annulus diameter measured 21.3mm by CT. Mild valve calcification and mild aortic root calcification was reported. The access vessel minimum luminal diameter (mld) measured 6.7mm with no calcification and severe tortuosity reported.